Manufacturer narrative:
The ipg database analysis was completed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg replacement procedure. Following the implant procedure, the patient turned off the stimulation and when it was turned back on, the stimulation on the right side had to be reprogrammed at a higher amplitude. At the time, the ipg was connected using a competitor's lead extensions. The physician elected to replace the ipg suspecting malfunction. The patient is doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an ipg replacement procedure. Following the implant procedure, the patient turned off the stimulation and when it was turned back on, the stimulation on the right side had to be reprogrammed at a higher amplitude. At the time, the ipg was connected using a competitors lead extensions. The physician elected to replace the ipg suspecting malfunction. The patient is doing well post operatively.